Event description:
The user facility reported, the housing is broken during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Event description:
The user facility reported, the housing is broken during procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. No medical intervention, no delay and no adverse consequences.

Manufacturer narrative:
The reported event was confirmed. A picture was provided at intake. It was visually observed the weld was compromised.